Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
Head of zsva-department reported that the attachment at the chuck broke off. No further info were given.